Event description:
A customer observed a non-reproducible falsely elevated vitros I es result for a pt sample tested on a vitros eci analyzer. The result did not agree with subsequent vitros trop I es results obtained from the same pt nor a repeat analysis of the same sample. The laboratory reported the falsely elevated vitros trop I es result, and the pt was administered medical treatment based on that result, but there was no allegation of pt harm.

Manufacturer narrative:
Investigation into this event was unable to conclude a definitive root cause although the investigation found that sample tube processing was taking place outside of the sample tube MFR's recommendations, which may have contributed to the event. The sample that gave an elevated trop I es result was reported to the pt's physician. The physician treated the pt with enoxaprine which is a low molecular weight heparin based on the initial positive troponin result. Add'l testing on serial samples determined that the initial troponin result was falsely elevated. The physician was contacted once it was determined that the original result was falsely elevated. There was no allegation of pt harm as a result of this event.